Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Hospital policy.

Manufacturer narrative:
Clincian review of the provided information determined that "no direct causative evidence is provided to establish cause for mechanical loosening and subsidence." There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Doctor noted that stem had subsided. Thought the stem was undersized. Took out stem and replaced with bigger stem and new femoral head.

Event description:
Doctor noted that stem had subsided. Thought the stem was undersized. Took out stem and replaced with bigger stem and new femoral head.